Event description:
While setting up for surgery, the rn attempted to unlock the steris 4085 surgical table to reposition it. We were unable to unlock the bed. After multiple attempts, we tried to unlock it by using the manual bypass. When the foot plate was depressed to unlock the table, the foot pedal broke off. Unable to unlock the table, biomed was called to help. They had to drag the table out of the room and get another table to replace the 4085. Steris has been notified.what was the original intended procedure?surgical proceduredevice #1is this a laboratory device or laboratory test?no